Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
Information was received from the site ventricular assist device (vad) coordinator that the patient was seen in clinic and was reporting that the battery would show full charge when connected to the controller with ac adapter as the second power source prior to going to sleep at night. Patient stated when she woke up in the morning the battery would show less than 50% on the battery indicator light. Patient stated that the ac power source was active and working, but was concerned that this battery was not holding its charge when connected to the controller as the back-up source. The battery was taken out of use and was replaced. There were no consequences to the patient.